Event description:
Underwent lasik treatment in both eyes. Lost best corrected vision in both eyes. Lost ability of eye to accommodate (reduced focus range). Right eye 20/25 left eye 20/40. Left eye has double vision (horizontal ghosting of image which means that ghost image of letters puts letters on letters making reading hard) and is blurry. If I drop eye drops in left yee, vision becomes clear for a few seconds until extra fluid is removed from my eye. Eye doctor told me that the reason why I can see well with eye drops is the drop fills in the imperfections in my cornea and lets light focus without being scattered by scarring or imperfections on my left eye. Tear film on my left eye is good. Eye doctor told me that my left eye is not correctable with add'l surgeries and the only way forward is to wear a hard contact lens which will allow fluid to fill in the imperfections / scars in the cornea preventing the scattering of light. I think that a significant part of the problem might be linked to the laser eye program. My eye would jump a lot after laser application, because the vision would change dramatically as the laser removed material. It may greatly improve outcomes for people with large eye corrections (-6.00) to actually do the program twice removing half the layer required first pass and the remainder in a second pass to reduce imperfections caused by laser alignment.